Event description:
Malfunction of the device. The physician was performing surgery to remove a pt's tumors using a transsphenoidal approach. The cusa excel system was installed in the operating room and everything was functioning well. The 36 khz hand piece, the system, and the tip were tested prior to surgery. As soon as the neurosurgeon introduced the tip into the pt's nose, the power worked for a few seconds and then dropped down- from a level of 60 to almost 0. The surgeon attempted this approach with several handpieces and other tips but the problem persisted. The device worked well outside the pt, but not when it was introduced inside the pt's nose. It appeared that when the tissue of the nose touched the lateral side of the silicone soft cannula, the system lost power. This did not occur with the cusa selector because those cannulas are more rigid; therefore there was no compression of the tissue. The procedure was eventually completed with the cusa selector.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.